Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I did soak in the water, and inadvertently just a bit was left and I drank with my blood pressure medicine [accidental device ingestion]. Stomach discomfort [stomach discomfort]. Case description: on (B)(6) 2024 a spontaneous case was reported in canada by a patient via call center representative (phone). The report concerns a female consumer. The consumer received polident (nan+napc+potm+taed tablet) for indication accidental exposure to drug. Batch lot number and expiry date of the product was unknown. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident, the consumer experienced a medically significant I did soak in the water, and inadvertently just a bit was left and I drank with my blood pressure medicine (preferred term: accidental device ingestion). The outcome of the event I did soak in the water, and inadvertently just a bit was left and I drank with my blood pressure medicine was recovered/resolved. On an unknown date, the consumer experienced a non-serious stomach discomfort, (preferred term: abdominal discomfort). The outcome of the event stomach discomfort was unknown. No medical history was reported. No drug history was reported. The action taken were: for polident was unknown. Dechallenge was unknown and rechallenge was not applicable. The causality of the event was reported as reasonable possibility. The reporter provided the following comment: "polident overnight, 40 tablets, I did soak in the water, and in advertently just a bit was left and I drank with my blood pressure medicine. Is it ok five days later I felt stomach discomfort, but maybe it is because I have eaten something , now I am fine." The report is being resubmitted to capture corrections. The information was received on (B)(6) 2024 and is as follows: device report type added as serious injury.